Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had recurring no delivery alarms for the past three weeks. Customer's blood glucose was unknown at the time of the call. Customer was also unable to troubleshoot at the time of the call because they discarded their infusion sets. Customer declined to return their infusion set and reservoir for analysis. No additional information provided.